Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after a supply and infusion site change, with glucose values up to 370 mg/dl despite no pump notifications and tubing confirmed functional; troubleshooting included disconnecting, performing a fill tubing, inspecting the cartridge for leaks, confirming drops during prime, resuming delivery, and reconnecting. Symptoms included hyperglycemia without ketone testing, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no additional assistance beyond customer support guidance. Investigation included user-guided checks of the infusion set, tubing, and cartridge for flow and leakage, as well as a confirmatory fingerstick. Investigation of this case revealed no alarms, no observable leakage, and normal priming drops, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.